Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. The motor drive unit was not activating the handpiece during the procedure. A second motor drive unit was used to complete the procedure with the same handpiece with no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.